Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant procedure of a left ventricular assist device system, intermittent oversensing was observed on the patient's ICD. Programming changes were discussed.